Event description:
The customer reported to baxter (B)(4) of an interlink buretrol add-on set that was missing the valve. The problem was noted prior to product use and there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.